Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following: it was reported by the customer blood tubing was defected. Attempted to infuse, but the pump kept alarming and defect of flow was noted.

Manufacturer narrative:
The customer reported the tubing was leaking, and returned one set of material unknown, but it was a dual spike blood tubing set. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity, and then pressurized with water, but no leaks were found in the set. The complaint of leakage could not be verified. A device history record review was not performed as the lot number is "unknown" for this complaint. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown.